Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify off no power alarm due to blank display. Unit had cracked battery tube threads, cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Event description:
Information received by medtronic indicated that the insulin pump battery canister was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.